Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy cable socket is loose. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the therapy cable socket became loose. There was reportedly no patient involvement. Philips support evaluated the device remotely and it was determined that the device is fully functional. The reported issue was not confirmed. The device remains at the customer site. No further action is warranted at this time. H3 other text : remote support provided.